Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that this patient experienced battery switching. The battery was reported to be at 3 or 4 bars when it switched to other side. The battery was exchange with no effect on the patient. No further information was provided.

Manufacturer narrative:
One battery ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The reported event was confirmed via review of the controller log files, which revealed incidences of power switching events near to the event date involving the returned battery. The power switching events are indicative of communication errors between batteries and controller. The most likely root cause of the reported event (power switching) can be attributed to communication errors between the controller and the batteries. Heartware has opened an internal investigation to address the communication errors between batteries and controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.